Event description:
Patient presented to the physician with back pain near the spine and side pain. Patient mentioned receiving massage and golfing as extra-curricular activities. Physician administered steroid injections. Patient presented back to the physician with continued side pain. Physician suspects the device could be impinging on a nerve.